Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The healthcare professional reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 38 mg/dl. Customer stated that insulin pump and transmitter was not connected. Customer was without auto mode about 2 to 3 months. Customer stated that blood glucose was down to 38 mg/dl and also experienced high blood glucose. Customer stated that issue was with sensor and insulin pump connection. Customer was going back to omnipoid because of problem with sensor. The customer the insulin pump will not be returned for analysis.